Event description:
It was reported that the patient called in requesting compatibility guidelines for other medical procedures. The patient said she will be having her throat stretched and wanted to know if she should turn stimulator off before the procedure. The patient mentioned needing a MRI because of a brain tumor. It was later reported that the patient had a cyst/ boil. Stimulation was not controlling symptoms. Compatibility guidelines were requested for MRI. The area to be scanned was the head / brain. The patient accidently change the setting from 1 to 2. She states several months and she was not sure if she should. The patient was currently on ddavp which was a medication due a brain tumor and help urinary issues. The patient had diabetes and was bipolar. The patient was visually impaired and the printing was very small on the manufacturer ID card, making it difficult to see. She was gets mris one time a year due to the brain tumor diagnosed 10 years ago. MRI was not related to the device or therapy. The patient states stimulation was not working so well since implant in controlling her symptoms. She accidently changed the setting from program 1 to 2 and states it was not helping as well as program 1. She wants to know if she should change it. She had a CT scan done about 1-2 months ago and it was not regarding the manufacturer device or therapy. She was in the hospital ER (emergency room) the night before reported event date. She had a cyst or boil and the patient was not sure what it was. The healthcare provider told her to go to the ER (emergency room). She states it was confirmed to be a boil in the groin area. They put her on antibiotic and pain medication. She was hospitalized (B)(6) 2014 for 4 days because she was bipolar and was suicidal. She was there for mental health issues. Additional information received later reports the patient was scheduled to have an MRI today on the brain. MRI was not related to device. The patient had no access to programmer. She wanted to review how to turn therapy off before she goes home to get her programmer. The patient reports never having therapeutic effect. She reported therapy never worked well, since implanted. The patient was constantly going to the bathroom. She was on program 1 and she thinks she was on program 2 now. After MRI today, she will increase her stimulation. She had stimulation higher before when she first got it but stimulation felt too high, it was too much pressure. It was probably in september, she did not remember if it was on program 1 or program 2, when she felt stimulation all the time and she could not sleep because it was too much. So, she turned stimulation down and felt nothing. She needs to find a happy medium. She asked how many days she needs to stay on the same program. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reports the ins (stimulator) was not working and asked if the ins needs to be removed. She asked if it could be left in her. The patient was still on program 3 and had yet to try program 4. She's still going to the bathroom often. While stimulation was turned on, the patient left foot was constantly flexing. She asked if this was normal. She doesn't feel stimulation. She asked if the ins was turned off if that goes away. It¿s been months since this started. She thinks she may turn it off and talk to the doctor.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va09nax, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).